Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of amino acids 4.25%/dextrose 10% with electrolytes (clinimix e) was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. A review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. Review of concomitant pcu event log showed that on (B)(6) 2025 at 1:33 am, the user started a new infusion with a rate of 84ml/hr and a volume to be infused (vtbi) of 1000ml. The primary volume infused (pvi) was 749.499ml, an accumulated total from previous infusions. At 1:56 am, the channel alarmed for air-in-line (ail) and the user restarted the infusion. The channel then alarmed for door open and safety clamp open for 2 seconds. This repeated one more time, with the user restarting the infusion after each alarm. The pvi was reported as 781.57ml. At 4:29 am, the channel alarmed for door open 3 times and for safety clamp open for 3 seconds. The user restarted the infusion after each alarm. The pvi was recorded as 994.576ml. The pvi was recorded as 994.576ml. At 4:37 am, the channel alarmed for ail, door open and safety clamp open for 1 second. The user then channeled off the unit. Pvi was recorded as 1004.1ml it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. The administration set was tested and no signs of free flow or other issues were observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion of amino acids 4.25% / dextrose 10% could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0404, g04037, g04067, g0301201, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of amino acids 4.25%/dextrose 10% with electrolytes (clinimix e) to a patient admitted for abdominal pain. The medication was intended to infuse at a rate of 84ml/hour with a volume to be infused of 1000ml. However, the infusion was found to have infused 1000 ml over 3 hours and 25 minutes. The customer indicated following the event there was "increased lab monitoring" and "no impact to patient care that we are aware of."

Event description:
It was reported that there was an over infusion of amino acids 4.25%/dextrose 10% with electrolytes (clinimix e) to a patient admitted for abdominal pain. The medication was intended to infuse at a rate of 84ml/hour with a volume to be infused of 1000ml. However, the infusion was found to have infused 1000 ml over 3 hours and 25 minutes. The customer indicated following the event there was "increased lab monitoring" and "no impact to patient care that we are aware of."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.